Manufacturer narrative:
The insulin pump was received with all buttons properly functioning and no moisture damage found on the keypad traces, electronic assembly or motor. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose levels and moisture damage. Customer's blood glucose level was 525 mg/dl. Customer treated their high blood glucose with a shot. Troubleshooting for moisture damage was performed. Customer advised there was fluid under the lcd display screen. Customer advised the insulin pump was bumped and there was no other damage. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.